Event description:
It was reported that the patient was admitted to the hospital for an unknown event. The patient experienced symptoms; however, the symptoms were unknown at the time of the report. The device system was used to deliver compounded baclofen and dilaudid. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n178302015, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).